Event description:
On (B)(6) 2018 I had a right hip replacement and a convatec aqua cell surgical dressing was placed over the wound. By sunday, (B)(6) 2018 I was in distress with severe itching and burning. I had to remove the dressing and underneath was a red itching burning rash. I was told by my doctor's office to take benadryl but after a couple of days it did not work. It continued to get worse and started oozing. I sent an email to my doctor along with pictures and was put on a regiment of prednisone. After a few days the itching and burning started to subside and that losing stopped. I asked my doctor what the dressing was and if it had latex in it because I am allergic to latex and he told me it did not. I looked on the convatec website and it says it doesn't have latex in it, but it does not say what the ingredients or the make up of the dressing is. When I called convatec they took my information and gave me a case number and told me they couldn't tell me what was in the dressing but that they could tell my doctor. When I asked them what they were going to do about it their response was what do you want me to do about it. I was taken aback because I thought that by them taking my information and giving me a case number that they would be following through to see what the problem was. But that is not the case, all the girl said to me was well what do you want me to do about it. I cannot be the only one who has had a reaction to this dressing, and I do think that it is my right to know what it is composed of so that I can know what I'm allergic to and that I should not be given this dressing in any further surgeries. Thank you for your consideration. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Do you still have the product in case we need to evaluate it: yes. How was it taken or used: topical. Date the person first started taking or using the product: (B)(6) 2018. Date the person stopped taking or using the product: (B)(6) 2018.